Event description:
It was reported that during an embolization treatment procedure, the coil detached prematurely. The patient was undergoing treatment of an aneurysm in the mildly tortuous common hepatic artery. Intermittent flush was utilized and a 130cm renegade stc microcatheter was placed. Approximately 8 fibered interlocking detachable coils (f-idc) were implanted. The 14mm x 30cm f-idc 2d was then selected and after it had been advanced out of the distal tip of the renegade, the physician determined the catheter need to be re-positioned. He retracted the f-idc back into its introducer sheath, re-positioned the catheter and as he was ready to continue, he noted under fluoroscopy that the coil had actually detached inside the patient. He utilized a fathom guide wire to gently guide the coil to the correct location. The procedure continued and was completed successfully. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).